Manufacturer narrative:
There was no report of a device malfunction relating to this event. The device has not been returned to resmed, therefore resmed is unable to perform an evaluation at this time. Resmed reference #: (B)(4). Awaiting device returned for evaluation.

Event description:
It was reported to resmed that a patient expired on an astral device during the middle of the night and was found deceased on the morning of (B)(6) 2017. Per the reporter, the device shows that no data recorded from 12:22am through 6:24am on the morning of (B)(6) 2017. The reported stated that the resscan report showed that personnel at group home had been muting and self clearing alarms previously.